Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer does not completed the air removal step. Tandem technical support informed customer that no performing the air removal step is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.